Event description:
To summarize this event, the 12mm amplatzer septal occluder (aso) was deployed and the push-pull maneuver confirmed the aso was secure, however, upon release from the cable, the aso embolized to the left atrium. The aso was snared into the right atrium but was unable to be pulled into the sheath. The patient went to the operating room for aso removal and closure of the asd. The patient was stable post-operation.

Manufacturer narrative:
Aga medical contacted the implanting physician and no additional information was provided regarding this event, including medical records or implant images. Should additional information become available, aga medical will file a supplement report.